Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 379 mg/dl. Customer states his pump has died. Pump has been going out for a few days and it now has a blank display. Customer states he just changed the battery. The customer was assisted with troubleshooting and the display did not return. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, idle current test, run current test, self-test and off no power test. Insulin pump was monitored for several days and no blank display noted. Insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.